Event description:
Health professional reported: port pain and poor restriction. Hole in port tubing. Leak noted as due to inadvertent needle puncture. Follow-up findings: no infection, no further explanation of pain provided.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "the lap-band system is contraindicated in: patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices." "International data suggests hyper-insulinemia, insulin resistance and disease associated with insulin resistance, poor physical activity, pain and poor general health responses to the sf-36 health survey are associated with a slower weight loss." "Local anesthesia may be used to eliminate pain during injection."